Event description:
It was reported that the pt experienced a lack of stimulation. The lack of stimulation began around the time the pt's grandchild jumped on his back. It was reported that the battery was also fully charged. Additional info has been requested, but was not available as of the date of this report.